Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/16/2020. Additional h3 investigation summary: it was received for analysis an empty labeled winding former and a suture piece of product code z493g. During the visual inspection of the needle, the swage and attachment area were as expected, however, marks that appears to be by the use of a surgical instrument could be observed on a needle, the end of the suture piece was observed with damaged (dent) and lineal cut that appears to be by use of a surgical instrument. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records could not be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the performance - pull off suture needle is an improper handling.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown urological surgery on (B)(6) 2020 and the suture was used. During the procedure, the suture was detached from the needle during skin suturing. It was not a control release needle. There were no adverse patient consequences reported.